Manufacturer narrative:
Diagnostic/functional testing was performed at the philips bench repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. The customer had been provided an exchange unit to resolve this issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported there was a speaker malfunction. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.